Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
A ventilator was reported intermittently failing pressure transducer test in pre-use check. Our field service engineer investigated the ventilator on site and replaced the pressure transducer printed circuit boards and expiratory printed circuit boards (pcbs). The safety valve pull magnet was also replaced. The failing goods and logs were returned for further investigation. The failure was confirmed in received device logs, and event was dated to november 11, 2020. Visual inspection found that the holding plate for the pull magnet was slightly bent. The returned goods were mounted in a reference ventilator for simulated use testing and but the reported error could not be reproduced. Further investigation found dirt on the pressure sensors. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Our conclusion is that the reported problem was probably caused by dirt in the ceramic cavity in the pressure transducer sensor on the pressure transducer pc board. The cause to the dirt in the ceramic cavity has not been determined.